Event description:
A distributor reported on behalf of an end-user that a catheter tip was cut off. A pt had defective product as there was 1 empty catheter sleeve and 1 catheter had a tip cut off (both had same lot number).

Manufacturer narrative:
Two catheters were received for evaluation and examination. It was confirmed that one was a sealed empty pouch and the other contained a catheter which had the tip cut straight at the tip with rough surfaces indicative of a cut-off. The cut-off catheter pouch showed no evidence of the seal being compromised, so it is unclear when the cut-off occurred. No injury was reported, and the product was unused. No further complaints have been reported to date for this lot number.